Event description:
The customer called and reported experiencing high blood glucose up to 500 mg/dl, which he brought down to 300 mg/dl with shots. The customer stated his insulin pump was automatically shutting off and his blood glucose was frequently running high. He declined troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received minor scratched display window and cracked reservoir tube lip.